Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and no delivery. The customer¿s blood glucose level was 415 mg/dl. The customer treated high blood glucose levels with insulin pump. The customer also stated that the plastic part that attaches to the body does not lock securely and is loose. The customer declined further troubleshooting. The device will be retuned for analysis.